Event description:
The customer observed a falsely elevated architect free t4 result generated for a 32-year-old female patient sample. The following data was provided (customer¿s reference range 9.01-19.05 pmol/l): sample ID (B)(6) initial result = 35.34 pmol/l, repeat = 11.5 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). Section e1 - initial reporter establishment name complete entry= (B)(6). Section e1 - address 1 complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03m74-02, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number that¿s exempt.

Event description:
The customer observed a falsely elevated architect free t4 result generated for a 32-year-old female patient sample. The following data was provided (customer¿s reference range 9.01-19.05 pmol/l): sample ID (B)(6) initial result = 35.34 pmol/l, repeat = 11.5 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
Additional information section h4 - device mfg date. The field service representative (fsr) inspected the instrument and performed troubleshooting. Crystals were found near the r2 pipettor, and the syringe assy was found to be leaking. The syringe assy was replaced which resolved the issue. The instrument service history review revealed one additional ticket associated with discrepant/erratic free t4 patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect i2000sr did not identify any similar issues as described in this complaint. Additionally, review of complaint and trending data associated with the syringe assy did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect i2000sr, serial number (B)(6), or the syringe assy were identified.